Event description:
It was reported that the nurse stated they were warming patient but the arctic sun device keeps alerting air leak. Neonatal pads in use. Patient temperature (pt) 35.5c, targeted temperature (tt) was 37c, water temperature (wt) was 28.2c, water flow rate (wfr) was 1.4 l/m rewarm rate set to max. Nurse stated water temperature (wt) keeps fluctuating and dropping but water flow rate (wfr) was holding steady at 1.4 l/m. Had them stop therapy, empty pads and disconnect. Reconnected using proper technique. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1.4 l/m. Air leak message still alerting. Fdl locked and secure. System diagnostics, outlet monitor temperature (t1) was 24.2c, outlet control temperature (t2) was 20.8c, inlet temperature (t3) was 25c, chiller temperature (t4) was 10.3c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 40%, mixing pump command (mpc) was 18, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 3261.5, pump hours 2781.6. Water flow rate (wfr) maintained but water temperature (wt) dropping from 28.2 to 23.3 in seconds even though nurse selected max rewarm rate and heater was not engaged. Advised to go ahead and swap out to alternate device to be able to rewarm patient appropriately. (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The device was not returned. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d, e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were warming patient but the arctic sun device keeps alerting air leak. Neonatal pads in use. Patient temperature (pt) 35.5c, targeted temperature (tt) was 37c, water temperature (wt) was 28.2c, water flow rate (wfr) was 1.4 l/m rewarm rate set to max. Nurse stated water temperature (wt) keeps fluctuating and dropping but water flow rate (wfr) was holding steady at 1.4 l/m. Had them stop therapy, empty pads and disconnect. Reconnected using proper technique. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1.4 l/m. Air leak message still alerting. Fdl locked and secure. System diagnostics, outlet monitor temperature (t1) was 24.2c, outlet control temperature (t2) was 20.8c, inlet temperature (t3) was 25c, chiller temperature (t4) was 10.3c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 40%, mixing pump command (mpc) was 18, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 3261.5, pump hours 2781.6. Water flow rate (wfr) maintained but water temperature (wt) dropping from 28.2 to 23.3 in seconds even though nurse selected max rewarm rate and heater was not engaged. Advised to go ahead and swap out to alternate device to be able to rewarm patient appropriately. Sn: (B)(6). Per follow up information received via phone on 05nov2025, spoke with nurse who confirmed a device exchange. The second device was set up and worked fine. They were not on shift for therapy completion but did not witness any issues after therapy initiation. They were unsure of the status of the original device.